Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the right ventricular lead (rv) exhibited dislodgement via x-ray imaging. Upon further investigation, the rv lead exhibited failure to capture, poor sensing and high impedance. The physician planned to perform a lead revision surgery. During the surgery, upon incision, brown serous fluid came out of the pocket. The physician confirmed the infection and explanted the entire pacemaker system. The patient was in stable condition.